Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth and there was tissue/blood visible on the helix. (B)(4)

Event description:
It was reported that when the physician positioned the right atrial (ra) lead it failed in sensing. Re-positioning was attempted many times and the stylet got stuck and was unable to move forward in the lead during the process. The physician decided to not place an ra lead and decided to implant a vvi system instead. No patient complications have been reported as a result of this event.